Manufacturer narrative:
The device has been requested for evaluation, should the sample become available for testing, a follow up report will be submitted.

Event description:
Purchasing manager reports one interlink continu-flo solution set in which, "nurse took IV tubing to start levophed infusion for extreme hypotension running the infusion at increasing rate with hemodynamic response from the patient. Nurse continually trouble shooting and after one hour finds a tiny hole in the tubing that leaked the IV fluid. As soon as the tubing was changed, the patient's blood preassure responded to the levophed came up from a systolic to 130 as soon as the tubing was changed." Reporter stated that no injury is reported.